Event description:
Customer reported that pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Caller was able to resume insulin with the original cartridge.